Event description:
It was reported that the device is suspected of premature battery depletion. It was noted that the device had nominal settings for outputs and pre electrogram storage is on continuously. The device has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.